Event description:
The picu crrt initiator nurse began prep for crrt for patient. Upon opening the hf1000 filter/tubing package, he noticed that the effluent tubing was disconnected from a fused part of the set (not a luer part of the set). It was discovered before priming and long before it would see a patient. The picu crrt initiator nurse appropriately brought the defective filter to the crrt program manager, who contacted msc and value analysis.